Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. The cause of the peritonitis was unknown. Treatment was unknown. After being hospitalized for 15 days, the patient had recovered from the peritonitis and was discharged. No additional information is available.

Manufacturer narrative:
(B)(4). Patient born sometime in 1959. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.